Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device had a partial display. Customer's blood glucose was 6.4 mmol/l. Customer mentioned the device was functioning properly. Customer will not be returning the device for analysis.